Event description:
It was reported that at 93,718 joules, while using the surgical fiber during a prostate procedure, the laser output at both 120 watts and 150 watts was not efficiently vaporizing tissue. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture and devitrification of the glass cap at the output window; char and detritus was also observed. The fiber proximal to the fracture was found to rotate independently of the metal cap. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.